Manufacturer narrative:
E1 - initial reporter address 1: (B)(6)

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the left forearm. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. During the initial inflation, the balloon ruptured upon application of pressure. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the left forearm. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. During the initial inflation, the balloon ruptured upon application of pressure. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
"UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #." E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 11mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 11mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the left forearm. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. During the initial inflation, the balloon ruptured upon application of pressure. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition after the procedure.